Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to get wrench into the right ventricular set screw. The implantable pulse generator implantable pulse generator (ipg)was replaced. No patient complications have been reported as a result of this event.